Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex (cx) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.25 x 18 mm xience prime stent delivery system was advanced to the lesion. During deployment of the stent, a mild dissection was observed, and was treated with a 2.25 x 15 mm xience prime stent. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection is listed in the xience prime instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design, or labeling.